Event description:
During implant, the helix of the right ventricular (rv) lead could not be implanted into the vessel. The physician made multiple repositioning attempts, resulting in an extended procedure time, before electing to use a different lead, which was implanted without issue. The patient¿s condition was stable following the procedure.

Manufacturer narrative:
The field report of a lead positioning issue was not confirmed. After cleaning, helix could be extended and retracted without any anomalies noted. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.